Event description:
It was reported that the patient underwent a posterior lumbar fusion at l4-s1. It was reported that the tip of the driver broke off inside the bone screw. The tip of the driver could not be removed from the screw and remains in the patient. No other patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The driver has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Visually confirmed approximately ~4mm of the instrument tip has been broken off and not returned for analysis. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload, dimensional inspection of the shaft diameter and material hardness confirms conformance to print specifications. The above findings are consistent with torsional overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.